Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. User stated they experienced hypoglycemia. However, user was unable to provide a bg reading or sg reading and also date and time of the incident. As a result, no investigation analysis of data management system (dms) was possible for this complaint.

Event description:
Senseonics was made aware of a hypoglycemia event where user complained that sensor inaccuracies was the reason for it. No additional information like date and time of the event, and glucose values were provided. Patient mentioned that she had symptoms but no details were provided. She did not require any medical attention or intervention and was able to resolve the issue on her own. A return material authorization (RMA) was authorized to replace the user's sensor. The alleged faulty sensor is being requested to be returned for evaluation.